Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure when slitting, the catheter broke into several pieces about ten centimeters down from the port. The catheter was removed. No patient complications have been reported as a result of this event.